Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired approximately after an implant duration of 1.77 months (in 2007, after an implant date of approx two months earlier), due to unknown reasons. Unknown if patient death is device related. No further information regarding this patient was received.